Event description:
It was reported that the patient received an inappropriate shock due to atrial fibrillation. No programming changes were made, but the patients medication was adjusted. Patient was in good condition.